Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that at times, shock therapy accelerated the arrhythmia to a ventricular fibrillation (vf). Therapy was exhausted. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that at times, shock therapy accelerated the arrhythmia to a ventricular fibrillation (vf). Therapy was exhausted. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient passed away. It was noted the device did not appear to shock the patient at that time. Additionally, a few days prior to their death, the patient reported a heart rate of 50 beats per minute (bpm) and the lower rate limit was set to 60 bpm. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.